Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system door was failed to open. A field service engineer performed diagnostic testing and replaced latches on tower doors 1 and 3. Recovery of failed doors was completed successfully. Inventory was verified and all components tested without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door 3 was failed to open. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.